Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix mesh and allomax surgical graft (8 cm x 16 cm) on (B)(6) 2001 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against composix mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b3, b4, b5, b6, b7, d4 (product catalog no., corporate lot no.), d.6a (date of implant), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix mesh and allomax surgical graft (8 cm x 16 cm) on (B)(6) 2001 and/or (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against composix mesh. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2001 ¿ patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix mesh (device #1). Per op notes, ¿a composix mesh (device #1) was placed inside the abdominal cavity and tacked into place using sutures.¿ (B)(6) 2009 ¿ patient underwent laparoscopic cholecystectomy. (B)(6) 2010 ¿ patient was diagnosed with infected mesh thereby underwent open repair with the removal of mesh (device #1) and implant of allomax (device #2). Per op notes, ¿the mesh (device #1) was completely excised including the sutures. Lysis of adhesion was done. An allomax graft (device #2) was placed and sutured.¿